Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15165374 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15165374. Sds blue on aviator subassembly lot 15163266 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The stent crimped process was reviewed and the parameters were found according to specification. The stent retention values were reviewed and it was found that the results were accepted according to specification. (B)(4). Not taken any action since the material was processed in compliance with specifications, the product was not functionally affected. The lot was released and the pths was closed. This nonconformance bares no relation to the complaint reported

Manufacturer narrative:
When attempting to deploy a stent in the renal artery, it was noted that the stent was not properly located between the delivery system marker bands. The device was removed and the procedure completed with another palmaz blue stent. The lesion was described as 80% stenosed, 12mm in length, de novo, eccentric, ostial, non-calcified, and was non-tortuous. The lesion was not pre-dilated prior to attempted stent implantation. There was no difficulty advancing the stent delivery system to the lesion. There was no difficulty crossing the lesion. The palmaz blue stent successfully reached the lesion and, before deployment, it was observed that the stent was not mounted between the marker bands. The stent was not dislodged from the balloon; so the physician successfully withdrew it from the patient and exchanged it to a different palmaz blue stent to complete the procedure without patient injury. No excessive force was used with the device during the procedure. A non-sterile palmaz blue on aviator plus catheter 5.0mmx15mm, 142cm was received coiled inside a plastic bag. The balloon appears partially inflated and deflated. Inflation lumen and balloon presented residues of contrast media. The stent was mounted on the balloon; however, it was noted shifted towards distal end. The balloon was reviewed and it presented with the marks of the stent at the proximal side and over the mb. No other anomalies were observed. An attempt to confirm if the stent was loose on the balloon, but the stent cannot be moved. Controls are in place in the manufacturing line to prevent that stents are out of position; stents crossing profile and stent retention pull test before leaving the facility. A review of the manufacturing documentation associated with this lot presented the following pths; pths (B)(4) was generated due to yield excursion and ppm value exceeded due to leakage defect. No actions were taken since the material was processed in compliance with specifications. The product was not functionally affected. The lot was released and the pths was closed. This nonconformance bares no relation to the complaint reported. Customer complaint reported as stent offset/out of position was confirmed; however, the cause of the failure experimented by the customer could not be conclusively determined. Procedural factors might have contributed with the failure. Controls are in place in the manufacturing line to prevent that stents out of position; stents crossing profile and stent retention pull test before leaving the facility. Neither the DHR review nor the product analysis suggests that the failure experienced by the customer could be related to the manufacturing process; therefore, no corrective actions will be taken. Although no conclusion can be drawn, based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics as the device was advanced towards the lesion.

Event description:
During the procedure, the palmaz blue stent was partially "migrated" from the aviator+ balloon catheter. The stent was not mounted between the marker bands. The target lesion was located in the renal artery. The lesion was described as 80% stenosed, 12mm in length, de novo, eccentric, ostial, with no calcification. The reference vessel was non-tortuous. The lesion was not pre-dilated prior to stent implantation. There was no difficulty advancing the stent delivery system to the lesion. There was no difficulty crossing the lesion. The palmaz blue stent successfully reached the lesion and before deployment cag revealed that the stent was partially "migrated" from the aviator + balloon. The stent was not mounted between the marker bands. The stent was not dislodged from the balloon, so the physician successfully withdrew it from the patient and exchanged it to a different palmaz blue stent to complete the procedure without patient injury. No excessive force was used with the device during the procedure. The product has been returned for analysis.